Manufacturer narrative:
Two hundred eleven (211) devices were retained by the customer and the device was evaluated by an independent laboratory. It was further reported, the particulate matter was stated to be newspaper and cellulose in 75 bags; styrene and acrylonitrile copolymer in 68 bags and styrene in 68 bags; however, the condition could not be confirmed nor refuted. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported particulate matter (pm) was observed in two hundred eleven (211) exactamix 250ml eva tpn (total parenteral nutrition) bags. The events occurred after the bags were filled (post-compounding) with an unspecified volume of fentanyl citrate in 136 bags and fentanyl and bupivacaine in 75 bags. The pm was identified by the customer as newspaper and cellulose in 75 bags; styrene and acrylonitrile copolymer in 68 bags and styrene in 68 bags. There was no patient involvement. No additional information is available.